Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log with ultrafiltration of 137 ml during cycle 8. The fill volume is 200 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The device logs had been overwritten, therefore the cause of the increased intra-peritoneal volume (iipv) was undetermined. The volumetric accuracy and temperature could not be performed, therefore, it is undetermined whether the device met specifications for the iipvs found in device log. There were no problems found during an internal inspection of the device that would contribute to the iipv.